Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation and the information provided, green noises observed in the endoscopic images of oev321uh during the screenings with the cv-1500 indicated a possible temporary video failure. This issue could have been caused by foreign matter, such as dust, scratches, or water droplets adhering to the one-touch connector, or noise in the video signal resulting from using the device along with another device such as a high-frequency device. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. When the product was examined the noise and blackouts occurred. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor had green noise appear. The issue occurred during the screening test for a diagnostic endoscopic submucosal dissection procedure. The procedure was completed. There were no reports of patient harm or injury.